Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that during the primary tha the clip that holds the liner trial together somehow became dislodged and was left in the patient inadvertently. In the immediate post op films the surgeon saw something on x-ray and decided to take the patient back to remove the object percutaneously. Upon inspecting the set on (B)(6) 2018 it was confirmed that the liner was disassociated and that it was in fact the clip from the liner trial. Surgical delay: 30 mins. This complaint is linked to pc-(B)(4) for the disassociation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.